Event description:
The pt's mother reported that the bolus history is incorrect. She reports there are boluses which were delivered which do not show up in the history. The boluses in the history add up correctly to the total daily dosage values.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.